Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Customer was able to retrieve required medication from another room. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Customer was able to retrieve required medication from another room. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the device's database was in suspect mode, caused by an unexpected shut down. The technical support specialist dropped the database, repaired the station's application and performed a full synchronization. Customer tested and confirmed device is operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-aug-2020 to 17- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stopped working in middle of the case. The technical support specialist dropped the database and repaired the device¿s application and performed a full synchronization. A popup error appeared after rebooting the application but after further reboot, the device booted normally and loaded device manager to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system unexpectedly stopped responding and displayed an ¿unexpected data error occurred" during a procedure. It was reported that after a few system reboots, the application was not loading. Customer was able to retrieve the required medication from another room. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed there were no adverse events or injuries reported based on this event.